Event description:
Between (B)(6) 2016 and (B)(6) 2018, 16 male patients with a mean age of 56 years were treated. In all cases, conformable gore® tag® thoracic endoprostheses anchored into a frozen elephant trunk were used. The latter were extended distally with a bare metal zenith® dissection endovascular stent and ballooning was performed with a gore® tri-lobe balloon catheter inside those stents allowing for a complete remodeling of the thoracoabdominal aorta. The article reports that a 61 year old patient died at the end of the ballooning procedure with a suspected aortic rupture on the day following partial arch replacement.

Manufacturer narrative:
Elsa madeleine faure et al. ¿stent-assisted balloon-induced intimal disruption and relamination of distal remaining aortic dissection after acute debakey type I repair¿. The journal of thoracic and cardiovascular surgery, 2019 jun;157(6):2159-2165. Doi: 10.1016/j.jtcvs.2018.10.031. Epub 2018 oct 17. B5, event description: updated part of event description: the date of event has been determined to coincide with the date of publication to relate similar events and sales figures data to the study time range.this literature article is also associated with the following cases from w.l. Gore & associates: (B)(4). H6, component code: added imdrf code g04010. H6, type of investigation: added imdrf code b13. A serial number for the gore medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. According to the gore® tri-lobe balloon catheter instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: trauma to the vessel wall, including perforation or rupture, and death. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received, this case was processed with the provided information. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® tri-lobe balloon catheter instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: trauma to the vessel wall, including perforation or rupture, and death. B3, date of event: corrected data h6, health effect - clinical code: replaced FDA codes 2208, 1888, with imdrf codes e051101, e050602. H6, health effect - impact code: replaced FDA code 1802 with imdrf code f02. H6, medical device problem code: replaced FDA code 3190 with imdrf code a26. H6, type of investigation: replaced FDA code 4118 with imdrf code b20. H6, investigation findings: FDA code 3233 was withdrawn. H6, investigation conclusions: replaced FDA code 16 with imdrf code d15.

Event description:
The following publication was reviewed: elsa madeleine faure et al. ¿stent-assisted balloon-induced intimal disruption and relamination of distal remaining aortic dissection after acute debakey type I repair¿ the journal of thoracic and cardiovascular surgery, 2019 jun;157(6):2159-2165. Doi: 10.1016/j.jtcvs.2018.10.031. Epub 2018 oct 17. The article reports on the treatment of residual aortic dissection after the repair of an acute type a dissection of the thoracic aorta with the help of the stabilise procedure using balloon inflation within the descending thoracic aorta. Between march 2016 and march 2018, 16 male patients with a mean age of 56 years were treated. In all cases, conformable gore® tag® thoracic endoprostheses anchored into a frozen elephant trunk were used. The ballooning was performed with a gore® tri-lobe balloon catheter. The article reports that a (B)(6) patient died at the end of the ballooning procedure with a suspected aortic rupture.